Event description:
It was reported that when the shaver was used during surgery, it left metal shavings in the patient.

Manufacturer narrative:
Final device investigation of the shaver revealed damage to the distal tip of the inner shaver. There was little to no damage to the outer shaver. The device was function tested and the inner shaver spun freely within the outer.